Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the structured query language (sql) log files filled the c drive, resulting in system errors. A technical support specialist (tss) cleared sql log files to free disk space and initiated station data synchronization with approval. The initial full sync failed with an unknown error and the device entered an unknown state. Network speed and duplex were adjusted to 100 mbps half-duplex, the database was dropped, and the med application was repaired. A subsequent full sync completed successfully. The recovery model was set to simple, network settings were restored to auto negotiation, and the system was rebooted. Final verification confirmed the station was online, not in retry mode, and the upload status was current. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es data synchronization failure resulted in patient profiles not displaying on the station, and medication load, refill, and unload functions failing with errors. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.